Event description:
Event description guidant received information that that this implantable transvenous defibrillation lead exhibited gradually increasing threshold and impedance measurements on the rate/sense portion of the lead. The r waves and shock impedance measurements are stable. There has been no inappropriate sensing/episodes. The patient is not pacer dependent.